Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has persistent unable to refill alarms. There is no blood noted in the tubing, all waveforms appear to be good but the balloon pressure waveform (bpw) "looks strange". The patient was received from another facility with a maquet intra-aortic balloon (iab) in place. Staff initially had one unable to refill alarm and then it began to happen more frequently. As a result, the pump was exchange with minimal interruption to therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The device was not returned to teleflex for investigation. The reported complaint of iabp unable to refill alarm is not able to be confirmed. A teleflex field service engineer serviced the pump and could not duplicate the issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has persistent unable to refill alarms. There is no blood noted in the tubing, all waveforms appear to be good but the balloon pressure waveform (bpw) "looks strange". The patient was received from another facility with a maquet intra-aortic balloon (iab) in place. Staff initially had one unable to refill alarm and then it began to happen more frequently. As a result, the pump was exchanged with minimal interruption to therapy. There was no report of patient complications, serious injury or death.